Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06167, 0001825034-2017-06168, 0001825034-2017-06169, 0001825034-2017-06170, 0001825034-2017-06171, 0001825034-2017-06172, 0001825034-2017-06173. Implant date (B)(6) 2017. Concomitant medical products: g7 screw pn: 010000999 ln: 3559048; g7 screw pn: 010000999 ln: 3105037; cocr modular head pn: 11-363664 ln: 928500; g7 screw pn:010000999 ln: 3797754; g7 liner pn: 010000859 ln: 6019983; taperloc microplasty pn: 51-145160 ln: 3335423; therapy date unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately 2 months post-implantation due to infection. All components were removed and replaced with competitor products. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.